Event description:
It was reported that a person using the ilet bionic pancreas experienced elevated blood glucose, with a reported value up to 319 mg/dl, while frequently selecting ¿more¿ meal announcements because they believed learned meal insulin for breakfast, lunch, and dinner was insufficient. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included the need for troubleshooting without medical intervention or hospitalization. Investigation included user counseling on meal announcement functionality and offer of additional training and clinical follow-up. Investigation of this case revealed user difficulty with meal announcement selection rather than a device malfunction, consistent with use-related performance and therapy-setting education needs. It was concluded, based on previously established findings for similar reports, that the cause was user technique and understanding of meal announcements, with no device failure identified.

Manufacturer narrative:
Initial.